Event description:
Event description guidant received conflicting information that the patient with this implantable cardioverter defibrillator (ICD) had expired, while a legal firm document indicates that this patient sustained and will sustain serious and permanent injuries including pain and suffering, medical expenses, and disability. No reports of device malfunction have been received.

Event description:
Guidant received conflicting information that the patient with this implantable cardioverter defibrillator (ICD) had expired, while a legal firm document indicates that this patient sustained and will sustain serious and permanent injuries including pain and suffering, medical expenses, and disability. No reports of device malfunction have been received.

Manufacturer narrative:
The clinic where the patient was followed was contacted, and they indicated that the patient was still followed at that facility. They did not indicate that the patient had expired. Should any additional information related to this event become available, this event will be updated. Approximately five years later this device was returned for analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.